Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The telemetry and output were okay. The battery was at normal end of life. The ins was received in an eri condition. It passed functional testing on the automated test console and bench testing. A longevity estimate was done based on the programmed parameters that the ins had when received for analysis. The estimate indicated 14.13 months to eri; however, this was only based on parameters from programs a2 and a3. It appears that program a1 had been deleted. The parameters used for program a1 are unknown; however, information indicates that initially three programs were being used for some time at 5-7 volts amplitude. This would explain the discrepancy between this estimate and the actual device life. According to the trace report taken from the ins, the battery reached eri in 8.8 months.

Event description:
It was reported that the device hit elective replacement indicator (eri) quicker than expected. The device was explanted on (B)(6) 2013. Device was used within patient. There was no patient injury. The reason for removal was early battery depletion. Additional information received reported the patient was a complex pain patient who was initially programmed using high parameters (3 programs between 5-7v). The patient was utilizing the device 24 hours a day 7 days a week. X-rays were utilized and no leads were touching and there was no cross talking utilized. Impedance test was done on the day of the revision and 2 electrodes were greater than 10,000. No observable malfunctions were identified. The patient was now getting good therapy. The leads were not moved however lead placement, high parameters were still required to gain optimal results. Cross talking was not an option due to close proximity of the leads resulting in no identifiable stimulation at 10.5v.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.